Event description:
It was reported that the patient with this left ventricular (lv) lead experienced erosion in the pocket and potential infection. In addition, while this lv lead was being extracted, the tip of the lead broke off in the coronary sinus which led to effusion. The patient had to undergo open heart surgery to repair. This lv was surgically abandoned and replaced with different model. No additional adverse patient effects were reported.